Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history record (DHR) for the fs libre sensor kit indicated by the sensor serial number was reviewed, and the DHR showed that the fs libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device detached prematurely (after seven days of wear). The customer reported that due to this, they experienced seizure and loss of consciousness. The customer was hospitalized and provided unspecified injection for hyperglycemia. The customer was additionally treated with creon (treatment for pancreatitis) and l thyroxine (treatment for hypothyroidism) over duration of hospitalization. There was no report of death or permanent injury associated with this event.